Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use and remained stuck in the shield. This occurred on 4 separate occasions, but the dates and/or times are unknown. The following information was provided by the initial reporter: "relion syringe 3/10mlc 6mm lot # 9007870 found 4 syringes with shield hard to remove, needle hub stays within shield when removed".

Manufacturer narrative:
H.6. Investigation: customer returned two loose 31g x 6mm, 0.3ml relion syringes from lot 9007870. The needle-hub separation issue could be the reason why the customer reported that the shield does not detach as intended; the cause of the needle-hub separation issue likely occurred during the manufacturing process. A review of the device history record was completed for batch # 9007870 all inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failures. CAPA # 1122103. H3 other text : see section h.10.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use and remained stuck in the shield. This occurred on 4 separate occasions, but the dates and/or times are unknown. The following information was provided by the initial reporter: "relion syringe 3/10mlc 6mm lot # 9007870 found 4 syringes with shield hard to remove, needle hub stays within shield when removed."